Event description:
The customer reported that the patient bit the outer tube was skewed and the image was blurry. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the lens was damaged with displacement. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed, it was found that the outer tube was skewed. The device evaluation found that lens was damaged with displacement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to excessive force by customer. Olympus will continue to monitor field performance for this device.